Manufacturer narrative:
According to the facility on (B)(6) 2023 "the patient was found with the trach inner cannula dried and completely occluded". Per the facility "the patient's sp02 dropped into the 30's and they replaced the water and inner cannula". Per the facility the patient had been on the device for days and the incident was noticed mid-morning. Per the facility the patient was receiving oxygen via a "t-piece and large bore nebulizer". The facility stated that the patient has fully recovered after the incident and there was no serious injury that occurred. No additional information is available at this time. The sample is not available to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 "the patient was found with the trach inner cannula dried and completely occluded".

Manufacturer narrative:
Sample was returned from same lot, however, a definitive root cause could not be determined.